Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain and headaches with device use and subsequently was treated with antibiotics and steroids (date and duration not reported). The issue could not be resolved resulting in the decision to explant the device. The device was explanted on (B)(6) 2017, and the patient was re-implanted with another manufacturer's device.

Manufacturer narrative:
This report is filed on june 06, 2017.